Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During an initial hip arthroplasty, the spring loaded impactor fractured. The fractured piece could not be removed from the patient and was retained. The procedure was delayed 30 minutes as a result.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by photographs taken. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.